Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the abbott representative was asked to interrogate a patient's device in the hospital. Device interrogation showed atrial fibrillation. The device was not appropriately sensing most of the atrial activity thus was not mode switching. Device was reprogrammed. The patient did not experience any symptoms but was in the stroke unit for observation. It is unknown if the patient had stroke.